Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the gamma nail broke. X-ray image also showed broken locking screw. Revision surgery occurred as a result.

Event description:
The customer reported that the gamma nail broke. X-ray image also showed broken locking screw. Revision surgery occurred as a result.

Manufacturer narrative:
Correction: d10/h3 device availability. The reported event could be confirmed, although the device was not returned for evaluation, x-rays were provided which confirms the failure. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. The available information, medical records and x-rays provided were presented to our medical expert. Following was his opinion: ¿there is a subtrochanteric fracture treated with a long nail. Due to non-union at the fracture site it came to self mobilization (dynamization) of the proximal fragment with breakage and bending of the distal screws. However, this did not end up in healing but due to the ongoing non-union after a while the nail broke as well, although the initial reduction with the two cerclages did not look bad. Three reasons will have contributed to the outcome. Heavy load with the obese patient, the fracture pattern, which is always statically demanding and the misdrilling.¿ a review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on medical expert¿s opinion the most likely cause for breakage of the distal screw is overloading of the nail on account of patient being obese and a subsequent non-union. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device discarded.